Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 had failed. A field service engineer (fse) found no hardware failure during the service. The failure analysis reports showed that the drawer 4 had been failing daily. The fse replaced the latch inseparable and reseated the ribbon cable to resolve. The hardware test application was run to release all pockets and the fse cleaned the cubie trays for drawers 4 and 5. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es full height drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.